Event description:
The consumer reported that the patient experienced intermittent shocking in 2015. The device was explanted and replaced on (B)(6) 2015. Troubleshooting resolved the reported issue. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the shocking sensation in 2015 were weight loss and that the old implant was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.